Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a levophed over infusion that occurred due to a user medication error and patient subsequently expired. It was reported that patient presented to another hospital's ed due to low bp sbp 50 to 60 mm hg after an uneventful dialysis. On (B)(6) 2018 at 2219 hrs. A levophed IV infusion was initiated at 3 mcg/min. And patient was accepted to transfer on (B)(6) 2018 at 2219 hrs. To another facility for closer monitoring. During transport, at 0055 hours, patient was alert and oriented, bp was 94/57, hr 65 and rr 20. On (B)(6) 2018 at approximately 0118 hr., upon arrival to the ICU by ambulance transport, patient levophed was infusing at 3.5 mcg/min at a rate of 6.6 ml/hr. However, when the infusion was transferred from the ambulance's infusion pump to the hospital's infusion pump, the pump prompted rn to program IV dose using the hospital's weight based dosing system which required the rn to calculate the 3.5 mcg/min dose using the patient's weight in kg. At 0121 the rn programmed levophed (8 mg/250 ml) at 3.5 mcg/kg/min, which resulted in patient receiving at levophed 588 ml/hr., the patient received a total of 168.9 ml within 21 minutes before the medication error was identified by rn 2. It was reported that the rn entered a non-weight dose from the previous hospital into a pump that required the patient's weight. The device alarmed for a soft limit stop to alert the user that the dosing unit (3.5 mcg/kg/min) exceeded the maximum recommended dose (0.5 mcg/kg/min) however the rn immediately overrode the guardrail soft stop limit. There is a hard stop limit that cannot be overridden also programmed in the pump; however, this dose was just shy of that limit." On 0155, the time indicated on the pump report and 30 minutes after arrival to the ICU, patient developed shortness of breath and chest pain. The patient became unresponsive and went into ventricular fibrillation .the hospital's code blue team was called an begin immediate resuscitative efforts, chest compressions and patient was intubated, the patient returned to normal sinus rhythm however experienced a significant change in condition 11 mins. Later and a second code blue was activated. The patient expired at 0247 after arriving in the hospital's ICU.